Event description:
The customer contact reported that while operating on ac power, the device powered off by itself without sounding an audible alarm tone. The device was returned to the biomedical department with a note that stated, "pump shut down without alarm twice." No specific pt info, device programming, or event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. No power loss was noted during testing. A power loss alarm was found in the history on the reported event date but was not duplicated during testing. The cause of the customer's reported power loss could not be determined. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).